Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problem"), endometriosis ("endometriosis") and anxiety ("anxiety") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed. At the time of the report, the device dislocation, menorrhagia, dermatitis allergic, vaginal discharge, neoplasm, visual impairment, gastrointestinal disorder, fatigue, nausea, migraine, headache, tooth disorder, hormone level abnormal, endometriosis and anxiety outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Patient date of birth, lab data and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. Log41178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp period pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), dry eye ("vision problem / dry eyes"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problem"), endometriosis ("endometriosis"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on 13-dec-2017. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, vaginal discharge, neoplasm, dry eye, gastrointestinal disorder, fatigue, nausea, tooth disorder, hormone level abnormal, endometriosis, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, dermatitis allergic, device expulsion, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-feb-2014: total bilateral occlusion. The lot number reported (log41178) is not valid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. Log41178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp period pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), dry eye ("vision problem / dry eyes"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problem"), endometriosis ("endometriosis"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, vaginal discharge, neoplasm, dry eye, gastrointestinal disorder, fatigue, nausea, tooth disorder, hormone level abnormal, endometriosis, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, dermatitis allergic, device expulsion, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: lot number added. Abnormal bleeding (vaginal), dry eyes were added. Event outcome of migraine and headache were updated. Lab data, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. Log41178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp period pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal discharge ("vaginal discharge"), dry eye ("vision problem / dry eyes"), gastrointestinal disorder ("gi condition"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problem"), endometriosis ("endometriosis"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal change"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, menorrhagia, dermatitis allergic, vaginal discharge, neoplasm, dry eye, gastrointestinal disorder, fatigue, nausea, tooth disorder, hormone level abnormal, endometriosis, anxiety and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, dermatitis allergic, device expulsion, dry eye, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, migration, vaginal discharge, tumors, vision problem, gi conditions, fatigue, nausea, migraine, headaches, dental problem, hormonal changes, endometriosis and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. The lot number reported (log41178) is not valid. Amendment: the report was amended for the following reason: significant change ccc change. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.